Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas stating on (B)(6) 2012 the patient's blood glucose (bg) value read "high" on the meter due the patient not bolusing. The patient reportedly had moderate ketones with nausea. It was noted that the patient was treated via syringe, the patient drank a lot of water and the patient's bg reportedly decreased in the 140mg/dl to 170mg/dl range. The reporter declined review of the pump but confirmed that the programming/settings were correct on the pump. There was no indication of a pump malfunction and the pump is not being returned. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion as the patient did not bolus for a snack he had.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. One basal delivery interruption was observed for 1 hour 30 minutes occurring on (B)(4) 2012. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored.